Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received for evaluation. The reported problem was not duplicated. But found evidence in the event history log for multiple high alarms displayed: cassette locked but not latched. The most probable cause was intermittent latch lock optic sensor. Replaced the latch lock optic flex sensor to fix the problem and bring the pump into full functionality. The device passed all functional tests after repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the latch doesn't latch. Event occurred during testing. There was no patient involvement, and no patient harm/adverse event reported.